Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2023 where the ipg was repositioned. To address the issue effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that that the patent was experiencing ipg pocket site pain ever since the patient had a previous ipg replacement surgery in (B)(6). Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.